Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
It was reported that the insulin pump's display damaged. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.